Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during basic test due to loose and protruded drive support disk. The insulin pump was unable to perform basic occlusion, prime, the excessive no delivery test due to compromised force sensor system alarm. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump passed unexpected restart test and self test. No unexpected restart alarm noted during testing or damage on motor piston noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and cracked end cap near drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they were having an issue with the piston. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.